Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that when they would be sleeping, the device would think they were in standing position and shoot surge of stimulation to their legs. Patient would bolt out of bed because the level was too great to handle. Patient mentioned that the manufacturer representative (rep) have looked at the problem but didn't know what was causing it. Patient is meeting with rep again (B)(6)2018. No further complications were reported.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got their adaptive stimulation (as) a few weeks ago but, a week prior to the report, the patient took a bad fall and the as was not working properly after the fall. The patient was getting zapped with a higher stimulation level when in the laying back position. Technical services assisted the rep in adjusting the angles and making the laying position the biggest possible angle and the upright position the smallest possible. Even after changing the angles, the patient was occasionally feeling the zap; the rep adjusted the laying left and right stimulation levels and the patient seemed to be fine and not getting zapped when laying. The patient reported feeling more stimulation when raising his arm which was noted to be likely more related to positional changes. The rep said the impedance check showed normal impedances. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had told them he was not currently having issues and did not need to be seen, but repeated issues that had happened in the past. Further information received from the representative reported that the patient¿s issue continued and they were having an x-ray to evaluate the lead. Impedances were checked with reference 0 and were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient cancelled their appointment because the stimulation was then working appropriately. Further information received from the consumer reported that recently he worked outside and came in to lie down and the device worked. The patient stated that then the issue came back that morning. The patient was directed to their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). It was reported that the patient had random jolting while sleeping on their back and the jolting was running down the patient's legs. The rep said there were normal impedances and the averages across all contacts were 830-1010 ohms. The patient reported to the rep that they had a fall in (B)(6) 2018 and since that time they had been having this issue. The patient told the rep that they would jolt up to the sitting position and then to resolve this situation the patient will run up and down the stairs. The rep stated that x-rays were taken and the healthcare professional indicated that lead had not moved and there were not bends or kinks in the lead. The rep indicated that they were using contacts 8, 9, 10 in programming and those values were 890/900/930 ohms. The rep stated they had tested in the upright position prior and impedances were in the same range as when they were taking into the laying position. It was noted that the patient turned down stimulation for the laying position to 0.5v and this seemed to have resolved it somewhat. The rep confirmed that the position was being saved by the ins. The rep also confirmed the following amplitudes per position: upright: 2.0, 2.1; mobile: 0.0, 0.0; reclining: 0.7, 0.3; lying back: 0.5, 0.5; lying front: 0.0, 0.0; lying left: 0.5, 0.5; lying right: 0.3, 0.3 (all in cv mode). It was reviewed to continue to monitor and save the impedances numbers from today so they can be referenced later to see if anything changes and to also have the patient monitor to see if the jolting gets worse or changes in frequency. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative via email response reporting that the patient had the side position turned too strong and did not realize they had it turned up so high for side position. Rep and patient turned it down to a comfortable setting and rep haven¿t heard from patient since. More information was received from patient on (B)(6) 2018 reporting that they've had the implant for about 8 months and the problem they continue to have was that the stimulation wouldn't lower the level when they lay flat. And then if they lower it while lying flat, when they get back up to standing position, the stimulation wouldn't go back up. On (B)(6) 2018, patient further reported that their device was not working properly. Furthermore, they were not getting any return calls and the re couldn't figure out what was going on. Patient stated that the ins was working and was changing their stimulation with the adaptive stimulation on but since having fallen on their ins, the adaptive stimulation had only been working intermittently. They also reported that the stimulation was waking them up in the middle of the night so they had been turning it off but then had neuropathy in feet and had to take a fentanyl patch. Patient mentioned that currently the adaptive stimulation was working but could not duplicate what happens when it was not working. They were planning on meeting with rep the (B)(6) 2018 at 11am. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-09-16. It was reported the device jolts him or stimulation goes high when he is laying or sitting. The patient reported he does have adaptive stim on and has tried resetting the position. The patient reported he only has stimulation when he is standing, otherwise he turns stimulation off. The patient has had to go back on his fentanyl patches. They tried programming the ins a year ago. The patient stated he was waiting on the manufacturer to come out with a fix. It was suggested turning adaptive stim off and reprogramming. The patient stated he talked to an attorney and if they get 50 people, they will have enough for a class action. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.